Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: after loading the second reliatck 8r cartridge, the surgeon experienced difficulty in firing, producing a cracking noise when firing, skipped firing sequence (no tack deployed), and poor tack purchase. This cartridge was discarded and another cartridge loaded onto the handle. A third cartridge was applied onto the handle with difficulty, requiring several firing cycles to achieve a vertical firing pin position. The third firing sequence produced the same cracking noise and poor tack deployment. After two poorly fired tack deployments the device "locked up) and would not fire. The cartridge was unable to be removed from the handle and a new reltack4xdpt was opened after what appeared to be normal cartridge loading, this new device produced the same cracking noise and poor tack deployment. At this time the device was abandoned for another tacking device (secure strap)to finish the procedure. No adverse outcomes experienced by the patient normal recovery. Therewas no re-operation, etc. There was no unanticipated tissue loss. There was no unanticipated blood loss of 250cc or more. Surgery time was not delayed by more than 30 minutes. No po box number is necessary to ref. When the replacement and or credit are issued. Additional information received via email from patin(B)(6) . What is the lot number and UDI number of the reliatack 8r cartridge used with this device? - please see screen shot of lot # and UDI #. How was the issue corrected? - the procedure was completed with another tacker, (securestrap). What is the current status of the patient? - normal recovery. Did any device component fall into the cavity of the patient? - no a) if yes, which piece fell in and how was it retrieved? Can you confirm that the clinicaldevice is available and will be returned for evaluation? - yes, both devices are available for evaluation. Should the customer(s) be notified of product analysis results, if available? (Customer response letter) - yes, please copy me on any communication with the customer. I can be copied at: (B)(6).